Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break is located at the 49 cm depth marker. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial break site is lightly compressed. The catheter may have been placed in an area where torquing and kinking is susceptible. These characteristics of rounded edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however; at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. The product instruction for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of revj1549 showed no other similar product complaint(s) from this number.

Event description:
It was reported that the pt was inserted a PICC line on (B)(6) 2012. On (B)(6) 2013, when the nurse did regular maintenance she found there was a leak at the site of 49cm.